Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 35mm amplatzer pfo occluder was selected to be implanted. The device did not form the right atrial disc properly prior to release. The device was removed from the patient and appeared to be without defect. Another 35mm amplatzer pfo occluder was used and implanted successfully without complications. The original device was discarded. There were no adverse consequences on the patient reported.

Manufacturer narrative:
08/22/2019 mjr ¿ supplemental report needed to address analysis. The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was discarded and not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.